Manufacturer narrative:
(B)(4). Other device used: catalog #00585205211, segmental fluted stem, lot #62241486. This report will be amended when our investigation is complete.

Event description:
It is reported that the sterile packages were damaged on both boxes opened for surgery. The surgeon implanted a different size.

Manufacturer narrative:
This report is being amended to reflect changes. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-02462-00.